Manufacturer narrative:
The event is considered misuse. End user was using product with firm peristomal bulge and convex product. Per the IFU, convex products are contraindicated in patients with firm peristomal bulge. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
The end user was using convatec appliance since approximately (B)(6) [202] then he alternated with other convatec product and convex insert. Since approximately (B)(6) 2021, consumer reported an ongoing peristomal pain, pressure and burning sensation underneath wafer mass. He previously developed a peristomal ulcer at three o'clock which was no larger than a pencil eraser with minimal depth. Then he felt this was caused by the pressure from convexity with current peristomal bulge. He also followed up with doctor who prescribed oral antibiotics and the ulcer healed in six weeks. He was not advised to discontinue the use of convexity at that time. He reported redness to twelve to three o'clock peristomal skin which he thought might be related to convexity. He reported peristomal pressure and pain throughout the day but experienced the greatest discomfort immediately after wafer was applied. He stated that the affected area felt bruised but there was no bruising at the present time. He also wore an ostomy belt and thought he might have been wearing too tightly. Later, he was instructed to discontinue all the convexity and ostomy belt until redness discomfort resolved. Consumer would follow up with surgeon. No photo is available at this time.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary no sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: the lot 1g03152 was manufactured on 29/07/2021, convex 2 pc manufacturing line, with a total of (B)(4). Complaint investigator performed a batch record review on 27/09/2022 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material ID 1156501 and manufacturing order (B)(4). The batch record review supported that there were no discrepancies related to the issue reported. On 27/09/2022 a complaint search for lot 1g03152 and malfunction code clinical misindication, enduser is using improper device for their medical condition and/or known risk factors was carried out and as a result, no additional complaints were found; therefore, no potential trend was observed. As per complaint manufacturing investigation procedure as per work instruction (wi), it was not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed, and no potential trend was identified. Per phri, this complaint has been submitted to escalation for misuse. Because the end user was using product with firm peristomal bulge and convex product. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.